Event description:
Information was received from a consumer regarding a patient who was receiving lidocaine, baclofen and fentanyl (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. The patient had 3 oral prescriptions. The date of the event was (B)(6) 2016. It was reported the pump was alarming and the single tone alarm changed to a siren alarm. The patient skipped her pump refill on sunday, april 10, 2016 to bring herself to pain so she can "remind herself that where she is now is not where she used to be". The pump was out of medication. The patient said she was going to go through 2 weeks of hell because the doctor was out of town. The pump was "not cutting it" and she does not take her oral medication.

Event description:
Additional information was received from a healthcare provider (hcp). The patient did not return for multiple scheduled pump refill appointments. The patient was notified of the appointments. Medications for refill were ordered on more than one occasion and the patient still did not show. The pump was examined (B)(6) 2016 and the last change was (B)(6) 2015. The pump was delivering fentanyl 2000 mcg/ml; 400.1 mcg/day, baclofen 50 mcg/ml; 10.003 mcg/day lidocaine 5 mg/ml; 1.0009 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.